Event description:
The surgeon stated the left condylar screws were loose causing a shift in occlusion, limited range of motion. The surgeon also noted wear of the right condylar prosthesis. Further investigation is being conducted with the surgeon to review pt history including history of trauma and parafunctional habits.